Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received as follows; perforation was confirmed by a cat scan located in the lower small bowel. The patient was diagnosed with crohn disease as a result of the surgery. The patient¿s condition is being monitored and is currently fine.

Event description:
According to the reporter, a patient ingested a patency capsule as part of a procedure to examine for anemia. The next day, the patient reported suffering from a stomach ache. It is noted that an ileus was developed and perforation was observed. The capsule was surgically removed from the patient. As on now, the patient is being monitored. No other known adverse events were reported.